Manufacturer narrative:
(B)(4). Date sent: 5/11/2022. Additional information was received: this is a 53-year-old male patient. The patient underwent laparoscopic right hemihepatectomy in (B)(6) on april 6, 2021 due to "liver cancer". During the surgery, the surgeon used the pve35a and the matched cartridge. The surgeon loaded a vasecr35 reload for transection of the right hepatic vein. The surgeon stated that the reload was installed normally. The two ends of blood vessels were not controlled before the device was placed. The firing process was smooth. After the firing, the jaw was opened and bleeding occurred at the broken end of the blood vessel (the blood vessel was transected, no staples were seen). The doctor converted to open surgery to suture the broken end of the right hepatic vein. No bleeding occurred. At the same time, the patient was given blood transfusion therapy (the specific blood transfusion volume and blood variety were unknown). The intraoperative blood loss was about 2000ml, and the operation time was prolonged for about 1 hour. The patient recovered well after surgery and was discharged. No reports on subsequent complications were received.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2022. D4: batch #u5dv96. Additional information: after the analysis performed at independencia site the devices were shipped to cincinnati for further analysis and the reported could not be confirmed, as one pve35a device with a loaded vasecr35 cartridge was received in the rdl materials lab. The cartridge was removed and examined with the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The eds allows for an elemental analysis of the surface of a component. Each driver on the cartridge that was not obscured with surgical debris was examined for particles of titanium (ti), aluminum (al), and vanadium (v). These elements are what makes up the staple alloy. Spectrum 1-4 are examples of the analysis for randomly selected driver locations though out the cartridge body. The presence of staple alloy on the surface of the drivers suggests that the cartridge was fully loaded with staples.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. D4: batch # u5dv96. Additional information was requested, and the following was received: how was the bleeding controlled? Did the patient require a transfusion? Was surgeon able to oversew laparoscopically? Or did surgeon need to convert to open procedure to control bleeding? Was patient given any blood products due to the massive hemorrhage of 2000-3000 cc's? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Did patient have routine hospital stay or was hospitalization extended due to bleeding that occurred during procedure? Response: all answers above are unobtainable. Once there is any update, we will update the information. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? Did the patient require a transfusion? Was surgeon able to oversew laparoscopically? Or did surgeon need to convert to open procedure to control bleeding? Was patient given any blood products due to the massive hemorrhage of 2000-3000 cc's? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Did patient have routine hospital stay or was hospitalization extended due to bleeding that occurred during procedure?

Event description:
It was reported that transected hepatic vein with pve35a + vasecr35 during the laparoscopic liver resection on (B)(6) 2021, after fired, opened the jaw and found massive hemorrhage, and bleeding volume approximately 2000-3000cc. The surgeon did not find any staples when using suture to oversew. Currently, the patient has already discharged from the hospital.